Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds of greater than 7.5 millivolts, loss of capture, and high impedances of greater than 2,000 ohms. A revision procedure was therefore performed and the lead was extracted. It was noted that the patient's blood pressure dropped post-extraction and surgical intervention was required to explore for a source of bleeding. An epicardial lv lead was implanted at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the extraction stylet was returned in the lead. The conductors were stretched at 596 to 810 millimeters (mm) from the terminal pin; noted by laboratory technicians to most likely have been due to the removal of the lead. The polyurethane insulation was puckered at 290 to 302 mm from the terminal pin. An extracting suture tie down was noted at 48 mm from the terminal pin. Resistance and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout resistance testing were within normal limits. The lead did not pass hipot testing at 435 mm from the terminal pin due to the conductor coil insulation was worn from the extracting stylet rubbing against it. An x-ray of the lead revealed a cut in the polyurethane insulation at 435 mm; the conductor coil was arcing to the extraction stylet at this point. Laboratory testing was unable to reproduce the reported clinical observations.